Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 6947-65 implantable tachy lead (B)(6) 2010; 5076-52 implantable pacing lead (B)(6) 2010; 4194-78 implantable pacing lead (B)(6) 2010.(B)(4).

Event description:
It was reported that there may be early elective replacement indicator. It was also reported that the left ventricular (lv) lead showed high output. The device was explanted and replaced. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in a field action, but returned product testing found the device did not perform as described in the field action. Product event summary- the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion.